Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated into the patient's pericardial sac. The patient experienced chest pain. The rv lead exhibited high thresholds. The distal segment of the lead was cut and removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.